Event description:
According to available information, this device required revision due to a tubing leak. The leak was noted at the pump exhaust tube. Only the pump was replaced. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were recieved for evaluation. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the longer exhaust tube and inlet tube of the pump. These were not sites of leakage. A separation was noted on the shorter exhaust tube of the pump, near the strain relief junction. This is a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer pump exhaust tubing and inlet tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the shorter exhaust tubing of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.